Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that both yaw pulleys exhibit charring and localized melting at the grip base, between the grips. The charring indicates that an arcing event occurred. No other damage was found.

Event description:
It was reported that during a da vinci si lobectomy procedure the curved bipolar dissector instrument was not cauterizing solely within the area of the tips, but throughout the whole area from the metal tips to the metal connection on the instrument shaft. Upon noticing cautery in the wristed area, the surgeon immediately removed the instrument from the patient. No patient harm, adverse outcome or injury was reported.